Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the left femoral artery to support a 32-year-old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. In addition to the cp the patient also had extra-corporeal membrane oxygenation (ECMO) placed for support. The cp was utilized to vent the left ventricle. The underlying history was inclusive of diabetes, but no other history was shared. The patient originally came in for uroscopy with lithotripsy, for kidney stone removal. The patient went into ventricular tachycardia (vt) and pulseless electrical activity after the procedure. There was hematuria observed which was noted by the team to be expected from the procedural trauma. The patient remains on support.

Manufacturer narrative:
B5 clinical narrative updated and h6 health effect - clinical codee0602 and e060109 is no longer applicable.

Event description:
Clinical narrative: (updated 2026-5-19). Further clarification has determined the vt and pea/cardiac arrest occurred in the urology procedure, and as such were pre-existing condition and these conditions prompted the insertion of the impella cp. After 6 days of support the cp pump was weaned and explanted. The patient has survived the pump support. An impella cp was inserted via the left femoral artery to support a 32 year old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. In addition to the cp the patient also had extra-corporeal membrane oxygenation (ECMO) placed for support. The cp was utilized to vent the left ventricle. The underlying history was inclusive of diabetes, but no other history was shared. The patient originally came in for uroscopy with lithotripsy, for kidney stone removal. The patient went into ventricular tachycardia (vt) and pulseless electrical activity after the procedure. There was hematuria observed which was noted by the team to be expected from the procedural trauma. The patient remains on support.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax); d10(concomitant med products); upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the injury was not determined due to insufficient clinical details.